Event description:
The consumer indicated that fiber from her tampon shredded upon removal, and tampon pieces remained inside her. Her doctor removed the remaining fibers.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.